Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31530985) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 2mm x 6cm cerepak freeform mini (mcr092060 / 31530985) did not deploy in defect. The issue delayed the procedure by 5 minutes. The procedure was successfully completed without any negative impact on the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19-sep-2025. [Additional information]: on 19-sep-2025, additional information was received. Per the information, the procedure was targeting an unruptured aneurysm on the posterior communicating artery (pcom). The detachment attempt was made via the detachment handle (mdh1 / lot# unknown). When the coil was removed, it was still attached to the delivery system. The coil was not stretched. There was no evidence of obstructed blood flow. The procedure was completed with a replacement competitor coil. The physician did not consider the reported 5-minute delay to be clinically significant. Updated sections: b.4, g.3, g.6, h.2, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to include the recall number (3007628272/10092025/r) for the product. Updated sections: b.4, g.3, g.6. H.2, h.7, h.9, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2mm x 6cm cerepak freeform mini was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was detached from the delivery system. The manual break was not attempted. Microscopic inspection performed on the embolic coil revealed unraveled and stretched conditions. The issue reported regarding the failure to detach cannot be evaluated, as the embolic coil was already detached from the delivery system despite the evidence of unsuccessful attempts to detach; though it has been confirmed per returned product condition that the manual break was not performed as described in the instructions for use. The damages on the embolic coil were not originally reported; however, it is suggested that these damages could be the result of handling post-procedure of the device; therefore, these are not considered related to the issue reported. Failure to detach issues are being addressed through the j&j medtech quality system. A review of manufacturing documentation associated with this lot (31530985) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-oct-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.